Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), product type catheter. (B)(4).

Event description:
It was reported that and pump and catheter revision were to take place on 2014-(B)(6). The reporter had no further information at this time. It was later reported that the revision was due to dislodged catheter at the pump site. A revision was performed but no new devices were used. The doctor was able to re-connect the old catheter to the old pump. Nothing was explanted or replaced. The patient had experienced lack of therapy prior to the revision. The patient was currently receiving effective therapy. The medication delivered by the device system was unknown. Additional information has been requested but was not available at the time of this report.